Event description:
Initial report by hcp stated that patients was 'having problems, but is now better.' A follow-up phone call to the hcp revealed that patient was initially complaining of fatigue, increased spasms, pain and falling more. Adjustments were made to the pump but the patient continued to present with the same signs and symptoms. Three days later, the patient's mother called the hcp and stated that the patient could not walk and had to be carried, so the patient was admitted to the hospital due to deteriorating condition. The following day the patient was seen in the hospital by the on-call physician who prescribed oral baclofen (unknown doe) and adjusted the pump dose to 423.7 ug/day. The concentration of mdt lioresal was 2000 ug/ml. Two days later a MRI was performed. It was reported that a motor stall occured after the MRI. The patient's pump was interrogated by the hcp three days later and a "48 hour pump stop - tube set" warning was observed. The pump recovered at that time. Pump studies are planned, but according to the hcp have not yet been completed due to unexplained difficulties with the radiologist. A second follow up with the hcp reported that it is unknown what caused the patient's worsening symptoms. The patient has since improved; however, the patient remains hospitalized at a rehabilitation facility where the patient is undergoing therapy to rebuild strength.